Manufacturer narrative:
Without the return of the product, it is not possible to determine if damages or defects exist on the product, nor can any manufacturing nonconformance, failure mode, root cause, or potential contributing factors be identified. A device history record review was completed and documented that the device met all specifications upon distribution. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Complaint histories for all reported events are reviewed against trending control limits, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that while monitoring cerebral oximetry readings on a high risk patient, a total of six large model fsesl foresight sensors malfunctioned. The sensors were placed on the patient's forehead. The physician obtained the numbers initially, then the readings would quit. He would push down the sensor pads on the patient so as to make a good contact, but would not get any displayed numbers. Then randomly he would get the numbers, but he could not determine if they were accurate numbers. The specific numbers received and the numbers expected are not available, per the rn. They did not exchange the cables and monitors involved, they only exchanged the sensors in sets of two at a time. There was no inappropriate patient treatment administered. There was no patient harm or injury. The patient demographics were requested and not provided. The sensors all came form lot 202217. The sensors were discarded at the facility and are not available for return. This report is for the second of the six sensors that failed.

Manufacturer narrative:
The sensors were discarded and not available for return. There were six sensors involved with the same patient. Refer to the following submissions for the six sensors; 2015691-2022-10267, 2015691-2022-10268, 2015691-2022-10269, 2015691-2022-10271, 2015691-2022-10272, 2015691-2022-10274.